Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in supplemental report.

Event description:
It was reported that, "the instrument will no longer clamp down."